Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 shaft of the bisector/cautery tool became wedged in the cannula and would not freely move in and out. It required the or to open a new kit to finish the case. There was a delay. No injury caused.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, g4, g7, h2, h6, h10.

Manufacturer narrative:
Trackwise ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Hospital reported vasoview hemopro vh-3500 shaft of the bisector/cautery tool became wedged in the cannula and would not freely move in and out. It required the or to open a new kit to finish the case. No injury caused.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/21/2023. An investigation was conducted on 1/2/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The c-ring, heater wire, and gray silicone insulation of the jaws were observed to be intact with no visual defects. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula. A slight resistance or sticking was noted when inserting the device, which can be attributed to the interaction of the harvesting device with the flexible o-ring within the port. The resistance did not prevent the harvesting device from being easily inserted or retracted. The mechanical components of the device functioned with no issues. Based on the returned condition of the device and the results of the investigation, the reported failure "mechanical problem" was not confirmed. A lot history record review was completed for lots 3000341675, 3000336708, and 3000324409, the last 3 lots shipped to the account prior to the aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.